Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2020-32590. It was reported that the patient experienced a fall, following which one of the leads was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue. Note: as it is unknown which lead was fractured, both leads are being reported.